Manufacturer narrative:
Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a separate visit the lens was exchanged for a same length lens but different diopter. The replacement lens resolved the problem. Cause reported as patient related factor.

Manufacturer narrative:
H3- device evaluation: lens returned dry in a microcentrifuge tube. Visual inspection found no visible damage to lens. Dimensional inspection and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise and blurred vison. In a separate visit the lens was explanted and subsequently a replacement lens of a same length lens but different diopter was implanted. The replacement lens resolved the problem. Cause reported as patient related factor. Claim# (B)(4).